Manufacturer narrative:
Initial reporter facility name: the royal melbourne hospital clinical eng material handling bld. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service vent. Depot repair. When turned on produced battery replacement alert. Replaced battery & put on optimal reconditioning cycle. After half an hour the pump alarmed and turned off. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service vent. Depot repair; when turned on produced battery replacement alert. Replaced battery & put on optimal reconditioning cycle. After half an hour the pump alarmed and turned off. There was no reported patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, g, b, c and d grids, remedial action required, remedial action #. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available.